Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had triggered a lead safety switch due to high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored episodes with noise and oversensing. The feature was deactivated by the signal artifact monitor. The patient is scheduled to have a follow up appointment in the near future. No adverse patient effects were reported. This rv remains in-service.